Event description:
It was reported that this device was explanted and replaced due to the 2021 ingenio advisory inclusion. During the procedure damage was also noted to the device header. A replacement device was subsequently implanted to resolve the event and no additional adverse patient effects were reported. The device is expected for analysis, but has not yet been received.